Manufacturer narrative:
One device was received for evaluation. A review of the event history log confirmed the reported problem. The left and right clutch parts were replaced along with the worm coupling and motor. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a 'check plunger clutch lever' alarm. There was unknown patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.